Manufacturer narrative:
MDR initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive patch and cannula housing detached from spring prior to insertion event on (B)(6) 2026. The blood glucose was 502 mg/dl at the time of event and was treated by changing the infusion set and did a bolus via the pump. The issue occurred with two infusion sets.